Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that this system was a part of a reported infection case. It was noted that antibiotic treatment had no effect on treating the infection. At this time the electrode remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that this system was a part of an infection. It was noted that antibiotic treatment was not successful in treating the infection, and the physician wanted to change the electrode while keeping the device implanted. The health care professional wanted to use a plug for the electrode connection into the device while waiting for the infection to resolve. An inquiry regarding this off label procedure was requested. Technical services (ts) discussed this case and a review by engineering noted that an is-1 plug would work in this device, although the pin would not be able to be secured with the setscrew. Engineering noted this was off label use, but the is-1 port plug would be the better option. The electrode was explanted while the device remained implanted. No adverse patient effects were reported. Additional information noted that an attempt to use a plug was not successful as the plug did not enter the connector of the device completely thus the decision was made to cut the probe and cap. A revision later took place to explant the device as well.